Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/9/2017 - phone, 2/9/2017 - email, 2/10/2017 - email. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent micro-switch was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during a case. The switch was toggled and then operated as expected. There is no report of patient injury.